Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The air bubble and performance issues have reportedly resolved. The recipient is using the device. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an air pocket around the implant site and poor performance. A puncture procedure was performed. Programming adjustments were made and improvement was noted.